Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device interrogation high out of range pacing impedance measurements with noise were noted on the right atrial (ra) lead. The noise was reproducible with arm movements. Farfield oversensing was also observed on the atrial channel. The physician planned to discuss the situation with the implanting physician. The field representative was unable to obtain any additional information regarding the status of the lead. No adverse patient effects were reported.